Manufacturer narrative:
Device not returned.

Event description:
Reportedly, in 2007 after approx 96 month implant duration the pt was admitted with cardiogenic shock in the 33rd week of pregnancy. Bioprosthesis was removed; degenerative destruction of prosthesis and stenosis.